Event description:
The dr inserted the introducer into the jugularis interna (vein). Upon removal of the dilator, blood leakage was noticed coming from the valve. When the dr inserted the catheter, the blood leakage stopped. There was no pt injury associated with this complaint.